Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 40 mg/dl, which he treated with fifteen m and ms. The customer was not feeling well; his stomach was upset and his hands were numb and shaking. His blood glucose increased to 108 mg/dl. No products were returned or replaced.